Event description:
The customer reported a spill of cidex opa. The customer reported that she spilled a "teaspoon" of solution on the carpet when she bumped the soaking tray while the lid was of. The customer stated that there were no physical complaints reported. The customer was instructed to keep the lids on the trays unless adding something or taking something out of the solution.